Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No constant tone, pump error 68 or time clock anomaly noted. However, moisture damage was noted on electronic assemblies. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, pillowing keypad overlay and scratched case. The p-cap does lock properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Troubleshooting was performed. Customer was taking a shower and when leave, pump started to present the anomaly. Customer return call to inform that after new batteries inserted pump started to present keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.